Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. The customer resumed insulin delivery and the remainder of the bolus was delivered. The customer changed the supplies on the pump. Reportedly, humalog was used in the cartridge and was being changed every 3 days.